Event description:
It was reported that the pt was given an epidural block pre-operatively. Intra-operatively she had an unremarkable procedure, she received good coverage on the table. Her impedances intra-operatively were within normal limits. Her post-operative coverage remained great, her impedances remained within normal limits. The pt did indicate that she was unable to void, the stimulation was powered off and down to zero volts. A short time later, the pt experienced severe post-operative suprapubic pain. The pt described the pain as a jolting sensation in the center of her suprapubic area. The pt noted that the pain began when she got the feeling back in her legs, when the epidural block wore off. The doctor indicated that after the pt underwent a CT scan, that he felt that it was nothing with the system components, but that the lead may have just been placed too close to a nerve and that she had a tight canal. The entire system was explanted and the pt since has indicated that she has some suprapubic relief to that area. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).